Event description:
Additional information: the patient was admitted to the hospital on (B)(6) 2019. The patient suffered from acute brain infraction which then later led to hypoxic ischemic encephalopathy and later septicemia. The cause of death was not related to the device.

Manufacturer narrative:
Sections e2, h3, h4, h6 (patient code): additional information. This event occurred at (B)(6). Manufacturer's investigation conclusion: a direct correlation between the device and the reported events leading up to the patient¿s outcome could not be determined through this evaluation. The pump was not explanted and is not available for evaluation. The heartmate 3 lvas IFU lists stroke, infection, sepsis, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired due to septicemia on (B)(6) 2019.